Event description:
It was reported that during a da vinci-assisted ventral hernia etep procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) from offsite and informed that the customer reported they are not able to insert one of the arms all of the way. The csr was unsure which universal surgical manipulator (usm) the customer was referencing. The csr is confident that the customer checked to ensure the issue was not drape restriction related. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the robot was throwing faults and arm 4 was not able to insert fully. The procedure was converted to open because of robotic malfunctions and patient anatomy. The issue with the patient¿s anatomy was tons of adhesions limited visibility. The surgeon believes drape limited arm insertion to be the cause or contributed to the reported system malfunction. The system was inspected prior to use and no issues were noted during set up of the system. There was no procedure delay due to issue. The issue occurred 5 minutes after the procedure was in progress. The patient did not have any post-operative complications. The video recording of the procedure is not available for isi review. The patient information was requested but was not provided.

Manufacturer narrative:
Based on the current information provided, the cause of the conversion of the procedure was contributed by anatomical factors and drape issue limiting arm insertion as per the surgeon. If additional information is received, a follow up MDR will be submitted. This complaint is being reported based on the following conclusion: during a da vinci-assisted ventral hernia etep procedure, the surgeon converted the procedure to open surgery due to manipulation issues with arm 4 and the presence of adhesions in the patient.